Event description:
It was reported that blood had been drawn from a central line and the flush syringe had been screwed/attached when the injection cap cracked in half. No pt harm reported. The pediatric intensive care unit nurse manager was contacted, by a manufacturer clinical advocacy representative, and the swabbing practice in the picu was reviewed with her. Although requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4).